Event description:
It was reported that following a trial procedure, the patient was experiencing worsening leg pain. It was noted that the leg pain was procedure related. The patient underwent a lead pull procedure and was doing well postoperatively. The explanted trial lead was discarded by the medical facility.